Event description:
During an elbow olecranon procedure, it was noticed that the set screw was missing and could not use the screwdriver as a torque screwdriver. The set screw may have fallen off during a previous wash. The surgeon used a back up non torque limiting screwdriver to complete the procedure. There were no other parts that were broken.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The mfg documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The instrument is disassembled and the set screw, which holds the parts together, is missing. This instrument designed to be disassembled for reprocessing. Therefore, the set screw is not secured in the device and can easily be removed with a screwdriver. This let us assume that the set screw was simply lost during reprocessing; either the screw was disassembled for cleaning or did get loose by vibrations.